Manufacturer narrative:
This pump is being analyzed according to an approved deviation of the rpa work instructions for smii pumps (qsd22039, v 5.0). During repdwi1476 testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day) and has been coded with the appropriate afc code for overinfusion. Per the deviation, this pump will be subjected to long term dispense and weight testing, using last known infusion rate from full to empty. The pe record will be closed at this time and re-opened to add the results of this long term testing and any additional analysis findings per the next steps defined in the deviation. Analysis found overinfusion (undetermined root cause).

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal fentanyl 1500.0 mcg/ml at 500.2 mcg/day, baclofen 360.0 mcg/ml at 120.04 mcg/day, and bupivacaine 21.0 mg/ml at 7.002 mg/day. The indications for use were non-malignant pain and failed back surgery syndrome. The pump was returned for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Long term testing complete. The long term test is an engineering test and does not affect current analysis or analysis coding.

Manufacturer narrative:
Further analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. This pump was subjected to over-infusion (oi) CAPA testing. No further oi CAPA testing will be done. Return product analysis (rpa) has finished out the destructive analysis. Destructive analysis was performed and gear shaft wear was found. Corrosion afc codes was added to this analysis and the previously reported over-infusion of an undetermined root cause will remain the primary analysis finding. Analysis is complete as of (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously applied (B)(4) remains applicable to the pump regarding the analysis finding of over-infusion of an undetermined root cause. The previously applied (B)(4) has been replaced in this report with (B)(4) regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.